Event description:
On (B)(6) 2014, at doctor's office, received artefill injections in the malar, nlf and naso-labial folds. Following the injection patient developed an adverse reaction consisting of severe swelling of the face, bilateral malar edema, lower eyelid festoons, and lower lid laxity. The pain is severe and intolerable which radiates into his forehead, ears and jaw and extreme pressure in the eyes. (Note: this is a revision to a previously submitted report on 02/24/2016 to correct the date of event to (B)(6) 2014 and not 2015. The patient identifier (B)(6), product name is artefill, and reported online by (B)(6).